Event description:
It was reported that a ck mesh, believed to be part of recall, was being explanted due to a broken ring. Portion of mesh was reported to have been sticking out and causing pt pain.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. It has been reported that the pt took possession of the explanted mesh and therefore the mesh will not be returned for evaluation. We will submit a follow up report when/if add'l information becomes available.